Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump passed the displacement accuracy test at 0.0871 inches. The pump failed the sleep current test and active current test. The pump failed the self test due to absence of vibration. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed a low battery alert on the event date of 24-sep-2024 at 03:07:00.000, 14:03:00.000, 15:41:00.000, 18:02:00.000, and 20:41:00.000 all were unexpected. Pump alarmed 7 failed battery test alarms on the event date of 24-sep-2024 at 10:05:22.000 to 15:43:55.000 and were unexpected. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and vibrating motor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, and pillowing keypad overlay. Device heating up was not confirmed during testing. Moisture damage was confirmed found on the vibrating motor, electronic assembly, and battery tube. Absence of vibration was confirmed during testing due to moisture damage on the vibrating motor. High sleep current and active current measurements were confirmed during testing due to moisture damage on the vibrating motor, battery tube, and electronic assembly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device heating up. The customer reported no adverse event. The event involved product(s) mmt-1782kl. Customer reported pump is warm, hot, or overheating. Customer did not report damage to battery compartment, battery cap, or pump case. Issue continued after replacing battery. No harm requiring medical intervention was reported. Mmt-1782kl was requested and customer response was the device will be returned.